Event description:
According to the reporter, the video laryngoscope's screen display remained dark. It was unknown if there was patient involvement at the time of the reported event.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no notable conditions. Functional testing found that the device was tested on an one-wire fixture system with external power supply. The screen rotated through the expected range. The device history logs were pulled and the logs showed that the lcd failed for incorrect ID. The device was powered on by pushing the power button. The device's led emitted a visible light but there was no image visible on the lcd screen. It was reported that the device display was blank. The reported issue was confirmed. The most likely cause was traced to component failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.